Event description:
The implant malfunctioned due to an engagement issue. The malfunction did not cause or contribute to a death or serious injury. 06/13/2024 13:23:01 cet (usveal) phone +(B)(6). User:(B)(4) received date of the return product:12/06/2024.